Manufacturer narrative:
Further investigation reported that the patient expired from complications that arose while treating the type a that are not attributed to the gore device, which was confirmed by the physician. The patient died due to an acute liver injury, acute renal failure and severe metabolic acidosis with no report of any emboli that would have caused the poor perfusion or any other connection to the gore device. No product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2018-00274 was submitted in error, and is hereby retracted.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: death.

Event description:
On (B)(6) 2018, this patient underwent emergent endovascular treatment for a type a dissection and was implanted with a conformable gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. On (B)(6) 2018, the patient expired, the cause of death is unknown. It was reported that there may have been poor perfusion of the visceral segment of the vessels (celiac artery and superior mesenterial artery). Additionally, it was reported that the device was delivered antegrade without fluoroscopy and no final fluoro was performed.